Event description:
The event involved a neutron® where it was reported there was a loss of medicinal product from the smart connected to the jugular catheter (primicath). Once the device has been removed from the child: testing the smart without applying upstream pressure: no anomalies were observed. Testing the smart while applying upstream pressure: the product backflow and leak. The corrective action was to replace the smart device. No clinical consequences have been noted. The status of the product at the time of the event is while connected to the jugular catheter. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Manufacturer narrative:
One used # 011-nc100, neutron connected to an use unknown, clave and a bd 10ml syringe were returned for evaluation. As received the syringe was disconnected and the neutron's seal was damaged. The returned set was tested and a leak from inside the neutron was found. Once neutron was dissembled a torn/seal damage was observed. Complaint of leaks can confirmed. Even the ID of the returned mating was found within specification, the probable cause is typical due to incompatible mating device during use, direction for use (dfu) states: neutron is compatible with iso male luers having an internal diameter greater than 0.061¿. A device history report (DHR) lot# review could not be conducted because no lot number(s) was/were identified. A DHR lot# review could not be conducted because no lot number(s) was/were identified.